Event description:
Customer reported that cefazolin ivpb 2 gm/50 ml was programmed under guardrails to infuse over 30 minutes, but was found to have infused within 10 minutes. There was no report of harm to pt or medical intervention. No further pt or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.